Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The ultrasound connector lock pin had a gap and was leaking. The scope connector was loose. In addition, the forceps cover and glue were peeling. The glue was also chipped. The ultrasound image had one (1) broken element. Switch button number one (1) was cut, and there were buckles on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope failed the leak test. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was unlikely that the peeling was due to aging deterioration, therefore it was likely the issue occurred because an external force was applied to the subject device by strongly shaking it during normal usage including reprocessing. The instructions for use (IFU) provides the following guidelines: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.